Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the first implant deployed, but the button got stuck when deploying the second implant. It was not deployed and the first implant remains unsecured in the patient. The case was completed with another ar-4501.